Manufacturer narrative:
Insulin pump was received with missing segments due to cracked and bleeding on lcd glass. Unable to perform displacement test, rewind, basic occlusion, occlusion and no delivery tests due to display anomaly. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
Customer's mother reported that customer's insulin pump has a partial display. Customer woke up feeling ill and took a shower. Customer was going to change his infusion set when he noticed the device had a partial display. There appears to be ink bleeding and the screen is split. Customer's blood glucose was unknown. He treated with a manual injection. Customer could not run the self test because the device was stuck in the priming process. Customer inserted a new battery but the display did not return. The device was not bumped or dropped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.